Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A customer reported an under-infusion while using a folfusor elastomeric device. No patient injury or medical intervention was reported. The folfusor was filled with sodium chloride and fluouracil. The residual fluid was measured at 17mls of the total 253ml infusion. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 9, 2014 - january 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.